Event description:
A surgeon reports a pt is sensitive to glare following intraocular lens implant surgery. One day following surgery, the surgeon observed a mesh-like appearance on the anterior surface of the lens occupying a portion of the pupil area. There has been no progression or regression of the observed mesh-like surface appearance over the past five weeks. The pt has not complained and visual acuity is 8/10 [20/25]. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation.